Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. The batch documentation has been analyzed and shows no deviations. We have not had any other complaints on this batch. The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
The customer complains about sharp catheter holes and that the catheter tip doesn't conform with the mark on the connector. The customer had a bleeding after catheterization.